Manufacturer narrative:
Occupation is (B)(6). This event occurred in (B)(6).

Event description:
The customer complained of discrepant inr results with coaguchek in range meter serial number (B)(4). The customer tested on the meter with a result of 3.9 inr. The customer re-tested on the meter within 5 minutes with a result of 2.2 inr. The customer used a different finger for each test. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer is well. The meter and test strips were requested for investigation.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 44%. Donor 2 hct: 43%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr. Retention meter and customer strips: 2.3 inr, 2.3 inr. Donor #2: retention meter and master lot strips: 4.3 inr. Retention meter and customer strips: 4.2 inr, 4.0 inr. Relevant retention test strips (lot 345218) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.